Event description:
End-user reported red itchy rash located under wafer's mass that does not extended beyond the mass, which began approx one (1) month ago.

Manufacturer narrative:
Based on the available info, this even is deemed a serious injury. It is reported that end-user currently cleanses her skin with soap and then applies the wafer. End-user was provided instructions in skin care and crusting techniques by using stomahesive powder and no-sting protective barrier wipes. End-user was also instructed to notify convatec with any questions or concerns. Lastly, samples of the (B)(4) sting free skin barrier wipes and adhesive remover will be sent to end-user, as well as samples of (B)(4)protective barrier wipes and adhesive remover and wafers to be replaced. No additional pt/event details have been provided to date. A return sample for eval is not expected. Should additional info becomes available, a f/u report will be submitted.